Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console was displaying multiple pressure alarms. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device evaluation showed fluid intrusion on the encoder. Fluid intrusion is suspected to be the cause of the component failure. The encoder was replaced and the console passed all operational verification tests. Quest medical will continue to monitor complaints for trend.